Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in is based on customer's report of "between 06 sep and 10 sep." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported obtaining a sensor scan of "about 300" which was higher than they felt. The customer experienced loss of consciousness and had contact with a healthcare provider who administered intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.